Event description:
While on the phone with adc for a separate matter, customer reported feeling symptoms of hypoglycemia. Customer also reported just receiving a blood glucose result of approximately 300 mg/dl on their freestyle flash glucose monitor. Adc customer service contacted local emergency services and a paramedic was sent to the customer, where they were found lying on the floor. The customer was treated with food in order to stabilize glucose levels. It is to be noted that according to the customer, the meter had never been calibrated properly.

Manufacturer narrative:
The customer's product has been requested back for an investigation.